Manufacturer narrative:
The product was explanted for normal battery depletion and a return request was made for this device.

Manufacturer narrative:
Laboratory analysis confirmed that the reed switch was stuck, which caused the continuous beep tones that was observed clinically. Boston scientific crm has observed similar device behavior, at a low rate of occurrence, and has conducted an investigation to determine the root cause. Our investigation has determined that this behavior is attributed to a component issue, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was continually beeping. The patient had a non-disclosed procedure and there was a corresponding electromagnetic interference noisy episode that was diverted with no report of magnet application. The patient then had a gastrointestinal procedure with a magnet applied. There was inquiry if the device magnet switch became stuck with that magnet application. Technical services reviewed episodes and advised that the patient be further evaluated and to consider the patient being unprotected. It was later reported that the device had reached the elective replacement indicator (eri). In addition the patient's device was programmed to enable magnet use to off. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.